Event description:
Event: unresolved type I endoleak. Case details: the patient was reported to have a calcific posterior aorta. An angiogram revealed the type I endoleak that was unable to be resolved with re-ballooning. The inferior attachment system was also reballooned to 4 "atm".